Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was a red alarm in ic "impella position in aorta" issue that resolved independently. Additionally, the physician reported a suction alarm with a spike that was visible in the mc, and since then the mc had been flat, the impella was repositioned several times without success. Heparin was paused for several hours due to the spike. It was noted of a clot being suspected. However, after several days of support, the patient expired.